Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause could not be determined. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced light scattering and halos. Additional info has been requested.